Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400mg/dl and slight ketones due to a respiratory infection. The customer delivered a bolus via the pump and used an insulin pen to address the bg level. The customer was currently in contact with their healthcare provider who provided instructions for treating their bg during the illness.